Manufacturer narrative:
(B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the burette chamber of a buretrol set cracked. This occurred during patient infusion. The reporter stated that the nurse went to squeeze the chamber to start fluid flow and the burette chamber cracked downward from where the 100 ml line starts to the 50ml causing the dextrose 10% solution to leak. The issue was resolved by replacing the IV setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Potential lot number is dr14j13031. The potential lot was manufactured on 11-11-2014. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample passed successfully with no issues relating to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.